Event description:
It was reported that arctic sun device had water cooling issue. Per additional information via email from ibc on 07nov2023, it was stated that the water was not mixed, so it was mixing pump problem. It was also stated that issue was resolved by replacing the the mixing pump assembly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had water cooling issue. Per additional information via email from ibc on 07nov2023, it was stated that the water was not mixed, so it was mixing pump problem. It was also stated that issue was resolved by replacing the the mixing pump assembly. Per review of wo on 20nov2023, there was no patient involvement. Per additional information via email from ibc on 15nov2023, it was stated that the issue was resolved by replacing the circulation pump. It was stated that the device did not send for a bd-approved facility for evaluation. It was stated that there was no other malfunction was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had water cooling issue. Per additional information via email from ibc on 07nov2023, it was stated that the water was not mixed, so it was mixing pump problem. It was also stated that issue was resolved by replacing the mixing pump assembly. Per review of wo on 20nov2023, there was no patient involvement. Per additional information via email from ibc on 15nov2023, it was stated that the issue was resolved by replacing the circulation pump. It was stated that the device did not send for a bd-approved facility for evaluation. It was stated that there was no other malfunction was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only: as this is an ous product, UDI is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.